Event description:
Complainant alleged that during biomed testing, the device's display flickered and inappropriately shut down. When the device was powered back up the device had no display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.